Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with an episode of far r wave oversensing observed on the implantable cardioverter defibrillator. Programming changes were recommended. No patient symptoms were recorded.

Event description:
New information provided stated that the recommended programming changes were completed. The patient's condition remained stable.